Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 110031425; lot# 66854782. Item# 110031424; lot# 67233121. Item# 118000; lot# 67322876. Item# 115310; lot# j7916652. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately three (3) weeks post-implantation due to disassociation of the taper adapter from the baseplate found on post-op x-rays. During the revision, the glenosphere, taper adapter, baseplate, humeral tray, and bearing were replaced. It was noted the doctor felt like an inferior ridge of the patient's glenoid bone prevented the implants from seating all the way into the baseplate. Attempts have been made and no further information has been provided.